Event description:
It was reported that during a ptca procedure, the liberte' stent delivery system stent became hung up on the guide catheter and when the physician was making adjustments to the guide catheter, it fell off the delivery system. The stent traveled to the filter wire. The stent was successfully removed by snaring. The lesion being treated was a severely calcified, old saphenous vein graft (svg). It is also noted that the physician did not blame product but said the problem was due to pt anatomy. It was further reported that the stent was scraped off. The physician felt that the proximal end of the stent became trapped on the guide catheter causing the stent to dislodge and become scraped. No pt injuries or complications were reported. Pt status is reported as 'ok'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.